Manufacturer narrative:
(B)(4). The packaging is expected to be returned for analysis. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the mid circumflex (cx) artery with no tortuosity. A 2.0 x 15 mm mini trek was used to successfully treat the lesion; however, a hair was observed in the packaging after the device was used. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported hair in the opened pouch. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av will continue to trend the performance of these devices.